Event description:
It was reported that the patient came in after being shocked multiple times after mowing the lawn. Interrogation of the device showed that the shocks were due to t-wave oversensing (twos) and then the patient kept getting shocked. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID 7286 implantable cardioverter defibrillator (ICD) implanted: 2008-(B)(6), product ID 4328a-58cl implantable pacing lead implanted: 2008-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.